Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the stm was able to verify multiple instances of "low vacuum" in the iabp error logs. As a precautionary measure, the stm replaced the 5000hr compressor kit and drive manifold to resolve the issue. In addition, the helium tank valve and screw concealment label were replaced. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a "low vacuum message¿ occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.